Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2014-00148: plate, 00151: screw 1, 00152: screw 2, 00154: screw 4, 00155: screw 5, 00156: screw 6, 00157: screw 7.

Event description:
An implanted clavicle plate broke post operatively and was explanted.